Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information customer was dispatched to emergency medical services blood glucose value was 34 mg/dl. Customer stated current blood glucose value was 198 mg/dl. No further complications were reported. The customer will continue to use the device.